Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system (serial number 504097) for one patient. The initial elevated access accutni+3 result was questioned and the sample was repeated three times on the same access 2 immunoassay system and recovered with lower results, within the assay's normal reference range. The initial elevated result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The same patient's sample was reanalyzed on the laboratory's alternate access 2 immunoassay system (serial number 504098) and recovered within the assay's normal reference range. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patient's sample was collected in a sodium heparin plasma tube and centrifuged at 3000 rpm (revolutions per minute) for eight minutes at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse verified alignments and performed a verification protocol consisting of a passing system check, a passing hs (high sensitivity) system check, and a 10 replicate patient sample precision run. All tests passed verification specifications. No system or hardware issues were identified as contributing to this event. The accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information. (B)(4).